Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with cgm and confirmatory fingerstick readings in the low 60 mg/dl range and a nadir of 55 mg/dl, lasting about 30 minutes; the user temporarily disconnected the pump, ingested rapid-acting carbohydrates, and later reconnected, with troubleshooting and education provided on treating lows and avoiding overtreatment. Symptoms included fatigue. Outcomes included stabilization of blood glucose with oral rapid-acting carbohydrates and no need for medical intervention or outside assistance. Investigation included a review of the event details, device use, user actions, and education on hypoglycemia management. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia, with possible contributing factors including late-night unannounced intake and user-initiated pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.